Manufacturer narrative:
The generator unit was returned to the service center for evaluation. A visual inspection noted that the front panel plastic was damaged around the output ports and at the sides. Minor scratches on the top cover housing. A review of the customer's error log shows multiple e433's , however, the evaluation was unable to duplicate the reported error code e433. The unit was inspected and tested; all outputs were within specification. Additionally, no accessories or footswitch was returned with the unit. The root cause cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed, during preparation for use the high frequency generator unit received error code, e433. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Additionally, the damage to the hvps board was possibly caused by water/liquid ingress. The potential causes of the reportable error e433 are: 1 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 2 - a defective footswitch (temporary fault). 3 - a defective footswitch (temporary fault, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault). 7 - a defective motherboard (adc, permanent fault). Olympus will continue to monitor complaints for this device.